Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the devices touchscreen does not hold the calibration. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was provided the part number of the touchscreen to order a replacement.

Manufacturer narrative:
Per good faith effort, it was confirmed that during preventative maintenance that was performed at the customers warehouse, it was observed that the touchscreen was defective. The touchscreen was replaced to resolve the reported issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.